Event description:
According to the reporter: the endostich would not hold the needle for the case duration. The device was used in the patient. There was no unanticipated tissue loss, no unanticipated extension of the incision by more than one inch, no unanticipated blood loss of more than 500cc and no delay of procedure over 30 minutes. No device fell into the patient's cavity and no device fragments were left in the patient. Should additional information be received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).